Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, (B)(6).

Event description:
It was reported that the patient was experiencing increased pain and inadequate stimulation. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.